Event description:
A ventilator was returned to the manufacturer's service center for evaluation. There was no harm or injury reported. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device was recalibrated to address the issue.